Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient claimed to have had an MRI in the past that "screwed up" the stimulator and it had to be reprogrammed. The caller did not have any other details about that event. The caller indicated that he did not see any past mris in the patient's medical records. Troubleshooting was not required. The issue was not resolved through troubleshooting.